Event description:
Event description boston scientific received information that both atrial and ventricular leads became dislodged. During the revision procedure, four days after the original implant procedure, the decision was made to replace the active fixation ventricular lead with a passive fixation model. A longer passive fixation lead was successfully placed in the ventricle and implanted with the revised atrial lead and existing pacemaker.